Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: us157854, lot number:373610, brand name: m2a magnum cup; catalog number:13-103207, lot number:143130, brand name: taperloc stem; catalog number:139252, lot number:062280, brand name: m2a magnum taper insert. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01544. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that a patient was revised due to suspected bursitis approximately 9 years post implantation. Attempts have been made and additional information on the reported event is unavailable.